Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml at 85 3.2mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the patient had about 1.5 months of intermittent withdrawal symptoms. The patient had a catheter access port (cap) dye study, but the healthcare provider (hcp) was unable to aspirate fluid from the cap. The patient had an indium study, which was found to be inconclusive. The patient had a revision on (B)(6) 2018 and the catheter was aspirated freely from the cap of the pump and no revision was done to the catheter. The hcp replaced the pump. There were no alarm logs per the review of the pump logs. The pump was going to be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative. It was reported that the cause of the inability to aspirate the catheter access port (cap) was unknown. It was unknown if the issue resolved with the replacement of the pump. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had withdrawal symptoms 1.5 months prior. The dye study performed identified an occluded catheter, but the catheter was found to be patent in the operating room. The device was used with/in the patient. The intended use of the device was treatment. It was reported the patient recovered without sequela. The loss of therapy for the patient was sudden. A dye study was performed, but a rotor study was not. It was reported the physician was able to withdraw 3ml of cerebrospinal fluid back through the catheter access port easily. The patient had exhibited the withdrawal symptom of increased spasticity so the physician decided to replace the pump. No further complications were anticipated/reported.